Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported "particles in valve". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, one curved opening, white particles in device inner surface and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease sharp and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. One opening striated in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation and particles in valve. Device has been explanted.